Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'will not power a pump'. The cause was determined to be a li-ion battery which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a iq wireless battery experienced out of box failure, will not power a pump. This occurred in the biomed service department. There was no patient involvement. No additional information is available.